Event description:
On (B)(6) 2011, patient's wife/caregiver reported to the infusion company that patient did not receive the complete volume of his tpn. He was prescribed 4000 ml of a 3-in-1 tpn to be infused over 16 hours with a taper up and down of 1 hour. The infusion started on (B)(6) 2011 pm and ended on (B)(6) 2011, however, wife estimates about 600 ml remained in the bag. The actual volume measured was 500 ml. The pump was brought back in to the infusion company.